Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Manufacturer narrative:
Evaluation summary: based on the reported information and manufacturer's experience with this device type the reported failure mode appears to be device unrelated inadequate handling (misuse) (i.e.: due to an overload torsional force application); however, since device was not returned for evaluation the reported incident could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed. The op tech variax fibula locking plate system (ref# 90-07815 rev 2) was reviewed: ¿although the locking and non-locking screws found in the variax foot and ankle system are self-tapping, when encountering hard bone a tap may be required.¿

Event description:
It was reported, during surgery t10 screwdriver head broke off. No delay in surgery.

Event description:
It was reported, during surgery t10 screwdriver head broke off. No delay in surgery.